Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. A review of the device history record indicated that this batch of product was processed with an unrelated out of tolerance (ot) not relevant to the complaint reported; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during arcr the surgeon found the suture of the device had been damaged and almost broken after inserting the anchor. It was brand new and the first use when the issue occurred. The backup device was used to complete the case. There was no surgical delay or harm to the patient. Additional information received via email from the affiliate on november 18, 2015: the original anchor was not removed. No additional bone hole was created; the surgeon used the original bone hole. It is unknown if another instrument came in contact with the suture.